Manufacturer narrative:
Covidien reference: (B)(4). An endobronchial tube was returned for investigation. The product was inspected and it inflated and deflated without issue. The returned product was found to function as intended. The reported malfunction could not be detected on the returned product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to patient use, the cuff of an endobronchial tube, did not deflate completely. There was no patient involvement.